Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by bio-med personnel that during a routine follow-up chest x-ray, it was noticed that the strain relief had become disconnected. It was angled in such a way that there was concern that the metal part of the strain relief could cut the outflow graft. The staff electively took the patient to the operating room (or) to reconnect the disconnected strain relief. Upon opening, the staff found that a hematoma had developed around the disconnected strain relief and in between the strain relief and outflow graft. This required the staff to emergently go on groin bypass and make a larger incision than anticipated. The patient remained in the hospital over a week and experienced severe pain related to the shape and location of the incision.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice ((B)(4)) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a (B)(4) and has been implemented. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.